Event description:
Follow up information identified that patient's cultures came back (B)(6) for (B)(6). Patient was treated with doxycycline and on last clinic appointment lab results were negative for infection.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to explant the ipg to address a wound that has not healed at the site of the ipg. The patient was prescribed antibiotics and cultures were taken for a suspected infection but results are not known.